Event description:
Spoke with pt and she was hospitalized 02/26 to 03/05 for MRI and to determine if she had a stroke. The stroke was ruled out, but her remote for stimulator was lost so she is having some pain in her hand while waiting for remote.